Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump went blank when she pressed a button. The display did not return after troubleshooting. Customer's blood glucose level was 121 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the lcd board. The pump also had minor scratches on the lcd window, a cracked case near the display window corners.